Event description:
On (B)(6) 2013, at (B)(6) it was reported that during a procedure there was blood to gas leakage from the quadrox-I beq-hmod 70000 oxygenator (lot number 70085944) after being in use for 48 hours. The oxygenator was replaced but the replacement also showed blood to gas leakage within 3 hours of use. A third oxygenator was used to complete the procedure. There was no patient impact. Refer to MFR report number 8010762-2014-01286 for the second oxygenator reported in the above event. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The returned samples were analyzed in the laboratory and leakage at the de-airing membrane was found. No defect of the gas membrane fibers was found. The root cause was not determined. The supplier was notified of the issue and a discussion with the supplier was planned. (B)(4).